Manufacturer narrative:
The product information was not provided. The manufacture date could not be determined.

Event description:
A (B)(6) customer alleged to have purchased a contour xt in (B)(6) and found the meter was reading in mg/dl units. No adverse event alleged. The product information was not provided.